Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they went to the hospital on the 20th because they had a blood infection from the replacement surgery that occurred on the 19th. Caller confirmed the replacement was due to normal battery depletion. Caller added that their stimulator will not work, and they need it. Caller stated they can't increase or decrease their intensity to their left leg, and they need the stimulation for their legs and feet. Caller requested a manufacturing representative to come to the hospital to reprogram the implant. Agent reviewed role of representative and provided nas number for hospital staff to call. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.